Event description:
The user is questioning why the device did not advise a shock on a possible shockable rhythm. Patient outcome is unknown.

Manufacturer narrative:
Customer did not response to multiple documented requests for the device to be returned for investigation.